Event description:
The user facility was performing a case and reported the uchr frame slipped making the transition from the first to the second deep brain stimulation. The case was then stopped.

Manufacturer narrative:
Product was returned and assembled. There was no difficulty in assembly. No design or manufacturing defects were detected in examination of the uchr. A test of the head ring posts showed they were weaker than new, unused posts; which is expected due to normal use of the posts. It could not be determined if the posts or patient set up resulted in the event. A review of the complaint history resulted in the finding that this is an isolated failure.